Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with an alert. Upon review, the right ventricular lead had previously exhibited loss of capture and high lead impedance dating back to (B)(6) 2017. The patient presented in clinic on (B)(6) 2017 for reprogramming of the lead. The lead was reprogrammed successfully. The patient would be continued to be monitored.

Event description:
New information on (B)(6) 2017 reported that the patient presented for lead revision. The lead was capped on (B)(6) 2017. The patient was stable throughout the procedure.